Manufacturer narrative:
Other relevant device(s) are: product ID; etlw1613c156ee serial number; unknown, ubd; unknown, UDI# unknown. Hcp associated with this event is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 46mm diameter abdominal aortic aneurysm. It was reported that the day after the index procedure the patient had femoral nerve deficiency with hyposthenia of the anterior muscles of the left thigh. It was reported that after steroid treatment the patients clinical picture improved but could not be confirmed as completely regressed. As per the physician, it was noted to have a probable relationship to the procedure. No additional clinical sequelae were reported and the patient is fine.